Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found that the reported phenomenon was duplicated due to the front panel unit failure. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus (B)(4), omsc surmised that the reported phenomenon was attributed to the aging deterioration of the parts mounted on the front panel unit because over seven years had passed from the subject device had been manufactured.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during unspecified timing, it was found that the buttons on the front panel of the subject device could not function. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.